Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. Subsequently, a revision procedure occurred. A perforation to the heart wall was noted, this led to a pericardial effusion and cardiac tamponade. The rv lead was successfully repositioned and remains in service. The patient was hospitalized in the intensive care unit and is stable. No additional adverse effects were reported.